Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The lead was reprogrammed and it remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq implantable cardioverter defibrillator (B)(6) 2013; 6935m55 implantable tachy lead (B)(6) 2013; 407645 implantable pacing lead (B)(6) 2013. (B)(4).